Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
¿Patient under anesthesia underwent puncture of the right posterior superior iliac spine, obtaining a small bone sample. A new puncture attempt was made; however, the distal part of the needle fractured. General surgery was called for its extraction. No remnants remained after removal, which was verified by fluoroscopy.¿